Manufacturer narrative:
The samples were collected in greiner bio 1 k2 edta tubes and were less than 1 hour old. Qc was run before and after the event and recovered within range. A field service engineer (fse) was not dispatched for this event. Root cause of this event is unknown.

Event description:
A customer stated that coulter lh750 instrument generated low platelet (plt) results on four patient specimens when compared to manual plt estimates. The results were printed without any instrument generated flags. A manual smear estimates were performed per lab policy and obtained results were higher than the lh750 results. There were no erroneous results reported. Patient results are provided. There was no death or injury and no reports of effect to patient treatment.